Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified, delamination of the diapherm valve disk shell. Leak test and microscopic analysis was performed which identified, delamination of the diapherm valve disk shell and crease fold. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional additionally reported, left side "hole in valve". The device has been explanted.